Event description:
It was reported that noise was observed post generator change. The noise was not able to be reproduced. Programming changes were made and myopotentials oversensing was noted. Further programming changes were made and the issue was resolved.

Manufacturer narrative:
(B)(4).